Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/27/2016 with the following findings: a review of the pump¿s black box revealed multiple cs 128 (post delivery motor power supply faults). These alarms occurred during the ¿rewind¿ attempts. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The current draws were within specification. The load step functions were performed during investigation to exercise the motor and no cs 128 alarms were duplicated during investigation. Unrelated to the original complaint, the pump case was removed and there was evidence of moisture contamination on the inside of the pump on the audio bolus button connector and other associated motor components. The battery compartment was observed to be cracked below the grip pad. The audio bolus button cover was found to be torn but still responsive to user presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.